Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) presented inflation issues. A surgical procedure was performed to replace the ipp. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were microscopically inspected and leak tested; both passed. The pump was microscopically inspected, leaked and functionally tested. Functional testing revealed the ms pump failed deflation test 2. Microscopic and leak inspections passed with no damage or abnormalities observed. Based on the available information and analysis results, the pump not passing the deflation test during functional testing, could have caused or contributed to the reported clinical observation of device inflation issue. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) presented inflation issues. A surgical procedure was performed to replace the ipp. No patient complications were reported.